Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a separation at the collar and there are multiple kinks along the hypotube. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. The target lesion was in the left coronary artery. A guidezilla guide extension catheter was selected for use. During advancement, the shape of the guidezilla was noted to abnormal/bent. The device was then simply pulled out and retrieved, however the hypotube was fractured. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the device was fractured. The target lesion was in the left coronary artery. A guidezilla guide extension catheter was selected for use. During advancement, the shape of the guidezilla was noted to abnormal/bent. The device was then simply pulled out and retrieved, however the hypotube was fractured. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.